Manufacturer narrative:
The meter has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter had an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 - device evaluation: the device was returned to animas and evaluated on 10/10/2015 with the following findings: an error 1 code was observed immediately upon powering up the meter. The alarm could not be cleared.